Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010-, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that about a year after implant, the catheter had a hole in it. This was discovered as the patient had a ball-like bulge above her tailbone that grew to the size of a golf ball and a baseball. It was noted that the patient had surgery to repair the catheter. The patient reported that the catheter "fell out of the intrathecal space" and coiled around the patient's tailbone. It was unknown when this occurred but the patient estimated that it was six to eight months prior to report. At that time, the patient experienced a return of pain symptoms. It was noted that the catheter was moved and the pump was replaced. It was also noted that the patient set off security device on a cruise ship. The pump was used to deliver bupivacaine, prialt, and morphine. It was later reported that the distal portion of the catheter specifically was out of the intrathecal space as identified by a CT sc an. The revision occurred on (B)(6) 2014, where a replacement occurred and there were no catheter segments left in the intrathecal space. It was noted that oral medications were administered to prevent withdrawal. The patient reportedly recovered without permanent impairment. It was later reported that the patient received assistance from their doctor or the manufacturer's representative and their concerns were resolved. The appointment dates were noted to be (B)(6) 2014, with the next upcoming appointment to possibly be on (B)(6) 2014, unless the patient "can't go that long".